Event description:
It was reported that during the beginning of a prostatectomy procedure, the surgeon experienced a recurring 23008 system error code. No pt harm was reported. The pt's incisions were closed and the planned surgical procedure was rescheduled.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error experienced by the customer was associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Engineering discovered a defective potentiometer assembly within the mtmr, thus generating the system error experienced by the customer. The system alarm (the 23008 system error code) functioned as designed and there was no injury to the pt. As of (B)(4) 2007, there have been no reported recurrences of the issue at this hospital.